Manufacturer narrative:
D10 concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#: 51180217x); lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#: 51180217x); lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#: 51180217x); vlft10gen, vlft10gen ft series energy platformx1; vlft10gen, vlft10gen ft series energy platformx1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during rectum resection, after opening the new device (3 each from one box - the same lot) and connected to the ft10 generator and was not sealing on a very thin tissue with zero good seal. There was no evidence of energy delivery and end tone was heard. When the first one was utilized inside the patient it presented the issue and so opened the next two similar handpieces and tried but were still the same. Then these 3 handpieces were tried with the second ls10 generator and the situation was exactly the same. Decided to not open the remaining 3 from the box. Another device was used successfully with same generator. There was no patient injury.